Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user encountered repeated ¿unable to proceed¿ alerts while attempting to load new supplies. The user replaced all supplies and successfully resumed insulin delivery. There was no report of end-user harm or adverse event associated with this case.